Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leaks were found with the external portion of the PICC catheter around 2 weeks post catheterization, which was 1cm away from the puncture site. Removed the catheter and found sand holes after catheter flushing.